Event description:
The initial reporter received questionable elecsys ferritin (ferritin) results from three patient samples tested on the cobas e 801 analytical unit. The reporter found qc errors on several assays prompting the rerun of the patient samples. Sample 1 the initial result was reported outside of the laboratory. The initial result was 26.5 ng/ml. The repeat result was 150 ng/ml. The repeat result was deemed correct.  Sample 2 the initial result was <0.5 ng/ml. The repeat result was 25 ng/ml. Sample 3 the initial result was <0.5 ng/ml. The repeat result was 47 ng/ml.

Manufacturer narrative:
The reagent lot number is 65213901. The expiration date is 31-dec-2023. The field service engineer (fse) inspected the analyzer and found the prewash aspiration nozzle obstructed. He then removed the blockage from the nozzle and decontaminated the tube. The fse stated that the blockage of the nozzle was consistent with the customer's infrequent performance of the prewash liquid flow cleaning (lfc) system maintenance task. Product labeling states "maintenance as required on the e 801 module - cleaning the ecl (electrochemilluminescence) and pre-wash flow paths of the e 801 module...if the number of measurements performed for each flow path exceeds the values listed below, the instrument issues an alarm. Then you must clean the ecl flow paths and the pre-wash flow path." The customer performed calibrations and qcs with successful results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.